Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 812:02. Info was requested by baxter's customer service regarding whether or not the pump was in use on a pt when the failure occurred, but no additional info was available. Additional contact info was requested but no additional contact was identified. There have been no reports of any pt incident involving the pump since the last baxter service event.